Event description:
Boston scientific crm received information that this right ventricular lead was displaying high threshold measurements. The lead was successfully repositioned and remains in service.